Event description:
It was reported that a sheath split and vessel damage occurred. An isleeve sheath was advanced for an aortic valve implant procedure. When pulling back a 22mm non-bsc dilatation balloon into the sheath, resistance was felt. An aortic valve was successfully completed, upon removal of the sheath it was split on one side and vessel damage was noted. The closure device did not seal and bleeding continued. The vessel was then sealed with a stent. No further patient compilations were reported and the patient is doing fine.

Event description:
It was reported that a sheath split and vessel damage occurred. An isleeve sheath was advanced for an aortic valve implant procedure. When pulling back a 22mm non-bsc dilatation balloon into the sheath, resistance was felt. An aortic valve was successfully completed, upon removal of the sheath it was split on one side and vessel damage was noted. The closure device did not seal and bleeding continued. The vessel was then sealed with a stent. No further patient complications were reported and the patient is doing fine. The returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on a seam starting 14.6cm from the tip and extending to the tip. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on all gathered information, no further actions are considered necessary. The complaint investigation conclusion code is: adverse event related to procedure.